Event description:
Boston scientific crm received information that this patient who has not been lost to follow up for over 8 years, came in and could not be interrogated. We are unsure if the device is still a boston scientific device or if it has been changed out to a competitor device. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, it is believed that the product remains in service. If additional information becomes available, this event will be updated as necessary.